Event description:
Related manufacturer reference number: 2017865-2022-10130. It was reported that a patient presented in-clinic for a system explant. Prior examination of the patient had revealed an active infection. The patient's implantable cardioverter defibrillator and right ventricular lead were both explanted on (B)(6) 2022, and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.